Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the probe unit to be cut most likely due to stress or handling of the device, or some other factors. The specific root cause of the damaged probe could not be determined at this time. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope leak at the distal tip was noted. The event occurred during reprocessing. During a standard service inspection of the customer returned device, probe unit cut was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, probe unit cut, forceps cover glue peeling, bending section cover cut/crack/leaking, forceps passage internal tear mark, multiple broken elements, and inlet loose were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.